Event description:
The customer reports that when they removed the guide to pass it though the needle it was so damaged that they could not pass the catheter and required another device. The alleged issue was detected prior to patient use and during pre-testing.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) for evaluation. Visual inspection of the swg revealed that the spring wire guide had unraveled from the distal weld and contained some bends in the body. Microscopic examination confirmed both ends were intact. The length of the core wire sections measured 408mm and 47mm totaling 455mm, which is within specifications of 43.75-46.25cm per swg product drawing. The outer diameter of the swg measured 0.01820" which is within specifications of 0.0160-0.0185" per swg product drawing. The returned swg was inserted into a lab inventory 21 ga needle. The swg was able to pass through with minimal resistance. A manual tug test confirmed the distal weld still attached to the core wire. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The complaint of an unraveled swg was confirmed through visual inspection of the returned sample. The swg was unraveled near the distal end and the core wire was separated. A device history record review was performed on the swg and needle and no relevant findings were identified. The returned swg passed all relevant dimensional and functional testing. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.00 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Without the introducer needle to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that when they removed the guide to pass it though the needle it was so damaged that they could not pass the catheter and required another device. The alleged issue was detected prior to patient use and during pre-testing.